Event description:
It was reported by service report that the scale is not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The customer alleged the scale on the bed was not working; however, this could not be confirmed, as the complaint could not be duplicated and no defect could be found with the bed.